Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient's ipg had rotated ~90 degrees. Reportedly, there was an excessive amount of tissue in the pocket. As a result, on (B)(6) 2021, the physician re-positioned the ipg. Surgical intervention resolved the issue.